Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is related to a clinical study patient. It was reported the patient was admitted to the hospital due to dyspnea. In turn, the patient was administered anti-blood clot medications to address the issue. The issue is noted be procedure related only.

Event description:
Follow-up revealed the patient's issue has resolved.